Event description:
It was reported by the caller that the therapist noted a leak either by hearing or because it was triggering the low pressure alarm on the ventilator. The caller stated that initially the patient was checked for a cuff leak but none was found. On closed examination they found that the connector had broken away from the outer cannula. The tracheostomy tube was removed and another 8dct was inserted without issue. The patient had to be re-intubated. The caller is not sure but thinks the tracheostomy tube was in about three weeks.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.